Event description:
This occurred with dexcom g7. Over the course of a 3 month period I had almost all of my sensors fail to read accurately. On this particular night I had replaced another sensor due to failure and put on a new one. The new sensor was reading at 120 and my blood sugar upon finger stick was reading below 45. I'm lucky to be alive. I needed assistance to correct the sugar as I could barely walk. To this day dexcom hasn't replaced any of those faulty sensors. They refuse to offer any solutions to this known issue of the g7. This device is going to kill someone if it hasn't already. Pt code: 1905. Device code: 2459. Ref report: mw5178115.